Manufacturer narrative:
Samples received: 9 unopened pouches and 1 open ampoule. Analysis and results: there are no previous complaints of this batch. Manufactured and distributed in the market (B)(4) units of this batch. There are no units in stock. Received 9 closed samples and 1 open and used ampoule. The closed samples received have been tested for adhesive strength and wound closure strength. Adhesive strength result of the closed samples received is 699.73 n in average, well above the requirement which is 20 n. Wound closure strength of complaint samples has shown to be no statistically different to a reference batch. It must be noted that this is a comparative test, no acceptance criteria applies. The batch manufacturing record of the involved batch has been reviewed and no deviations have been found. Remarks: as indicated in the histoacryl instructions for use: - closure of minimum-tension wounds from clean surgical incisions and simple, thoroughly cleansed, trauma-induced lacerations. - appose tissue edges with forceps and hold in apposition while applying histocryl, for approximately 30 seconds, to allow histoacryl to cure and to prevent seepage between wound edges. Final conclusion: although the results of the closed samples received fulfil the specifications, we take note of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device that is registered within the u.s. Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported the histoacryl doesn't stick to the skin.